Event description:
The hcp reported that in 2007, the pump was interrogated after a magnetic resonance imaging and found to be in safe state. The pump was reprogrammed. About one week later the patient was standing beside a microwave oven and the pump began alarming, so he went to the hcp's office. The pump was again in safe state and the patient was experiencing increased pain. Each time, unspecified boluses were given to resolve the signs and symptoms of withdrawal. The pump was used to deliver bupivacaine and dilaudid and for each incident, boluses were given to resolve the signs and symptoms of withdrawal. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.